Event description:
It was reported that upon insertion the guidwire seems to bind, regardless of the site - rij or sc, when retracted the wire has a noticeable kink in it, thus preventing the guidewire from being reinserted. When the wire is placed, the catheter tends to stick (not advance). The clinicians have to use the introducer and/or use a scalpel two or three times to widen the entry point. A new insertion site is needed, a new kit has to be opened to use a new wire, and then with the second attempt, same site it works. There were no patient complications reported.

Manufacturer narrative:
The device was discarded. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. Although the root cause of the damage cannot be conclusively determined, handling factors may have contributed to the event. As per the directions for use for guidewire insertion, insert the desired tip (straight or "j") of a guidewire into the placed catheter or, if used, the thin-wall needle. Gentle manipulation may be needed to insert the guidewire. The guidewire should never be forced. If difficulty is met during insertion of the guidewire, completely withdraw the guidewire and re-attempt insertion. No actions will taken at this time. The lot number was not provided; therefore review of the manufacturing records could not be completed.